Event description:
The doctor was setting up the IV procedure for the patient at the bedside. After the procedure was complete, the doctor discarded the activated bd insyte autoguard device into the sharps container and sustained a needlestick injury in the left index finger. The doctor found the needle failed to fully retract. The doctor had further treatment in (B)(4) a and e after the needlestick injury.

Manufacturer narrative:
It is unknown at this time whether the sample will be returned for evaluation. If the sample is received, a supplemental report will be submitted upon completion of the investigation.